Manufacturer narrative:
Results: the introducer sheath was on the ruby coil backwards. There was trace amounts of blood found on the embolization coil. Conclusions: evaluation of the returned ruby coil revealed the introducer sheath had been put on the pusher assembly backwards. If the coil was slightly unsheathed the pusher assembly need only be retracted to re-sheath the coil. In order for the introducer sheath to be loaded on backwards the ruby coil must be fully advanced through the introducer sheath. This may indicate some attempted use of the device. Further evaluation revealed trace amounts of blood on the embolization coil. This also may indicate attempted use of the device. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital technologist noticed that a ruby coil appeared to be partially unsheathed and possibly damaged. The ruby coil became unsheathed prior to use and therefore, was not used in the procedure. The procedure was completed using a new ruby coil. It was reported that the ruby coil was re-sheathed but the physician did not want to use it for fear of it being damaged.